Event description:
The following has been reported: biomed reported: ivenix pump alarmed for large air volume in cassette however the screen would flash with the alarm and before rn could clear the alarm it would disappear and reappear. This also made it very difficult to determine what the alarm was indicating. The alarm continued even after the rn re-primed the tubing, as the back prime function was not available due to the alarming screen. Another pump was ultimately used to finish the infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for an air compressor failure. During startup, the pump would give a major pump problem alarm preventing infusions. The pump was reverted to manufacturing mode and pneumatics hardware testing was performed. The pump failed pneumatics testing consistent with an air compressor failure.